Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated an incorrect insulin amount when attempting to deliver a bolus. Review of the pump data logs by tandem technical support verified that the customer had entered 29 grams instead of 27 grams into the carbohydrates field of the bolus menu. Tandem technical support verified the bolus calculated was correct due to the information entered with customer's settings. There was no reported impact to customer's blood glucose level.